Manufacturer narrative:
(B)(4). A follow up report will be submitted should additional information be obtained.

Manufacturer narrative:
(B)(4). The patient reused the single use only drain line extension. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This report was not confirmed. Based on the information gathered during baxter's investigation, the root cause of this report was user error/misuse. The drain line is only used for discharging effluent; therefore, the risk of infection to the patient is not expected to be significantly increased. The extension lines are only designed for single use. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a related report, the home patient (hp) stated she used a drain line extension and she only changes it once a week. The technical service representative (tsr) advised the hp to change out the drain line extension every use. There was no patient injury or medical intervention reported.